Event description:
Discordant immulite 1000 hcg results were generated on two patient samples. The first discordant hcg result was for a non-pregnant female being evaluated prior to beginning fertility treatment and was reported out to the physician. This sample was repeated when the physician questioned the original result. The second discordant hcg result was not reported out. It was on a pregnant female and the result was repeated and in accordance with the patients clinical profile. The discordant samples were not sent out for testing on an alternate platform. There was no known report of treatment given or withheld based on the discordant hcg results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site. The fse analyzed the immulite 1000 instrument data and performed an instrument check. Analysis of the instrument data indicates that the cause for the discordant hcg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.